Event description:
Hcp reported the patient presented with signs of withdrawal including vomiting, diarrhea, and increased pain. The patient had been seeking a new physician and skipped the scheduled refill appointment. The patient's pump had been dry for 9 days. The patient's pump was refilled in 2004. The patient was seen in the office three days later and is reported to be doing fine.